Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for bending during use pen & needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for bending during use pe & needle clog. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle was bent after injection and medication not completely delivered with an unspecified bd pen needle. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that patient end was bent after injection. Sometimes insulin would stop flowing during injection. Used second pen needle to complete injection. Following information provided by customer on 2019-05-29: consumer mentioned bent pen needles at patient end months ago. He does not have exact time. Stated he noticed the "patient end" bent after injection. Stated no bruising or bleeding. Stated insulin would stop flowing during the injection, (patient end) and he would use a second pen needle to complete dosage. Stated he thinks the way he was holding the insulin pen during injection that may have caused the pen needle, (patient end) to bend. Stated does not have sample. Lot, expiration date, item number and occurrence date unknown. Consumer also reported bent pen needles months ago, did not have product information. Stated he thinks he may have been attaching them wrong. Didn't feel the need to report it at the time.